Event description:
It was reported that during a supply change the infusion set deployed incorrectly when the ilet user removed the needle guard, causing the infusion set to fall out of the applicator; the agent provided troubleshooting and education, and insulin delivery was resumed, involving an infusion set and cartridge and a packaging-related device component. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed user error related to incorrect procedure when deploying an infusion set. It was concluded, based on previously established findings for similar reports, that the cause was use error